Event description:
It was reported one of the pins broke away from the unit during surgery. It was reported that a second pin appeared to be damaged/distorted. In addition, it was reported that the customer opened a second set to complete the case.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.